Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing episodes due to myopotential oversensing on the implantable cardioverter defibrillator (ICD) resulting in pacing inhibition. The patient experienced symptoms of dizziness and syncope. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after the changes.